Event description:
Shears were tested prior to being placed into abdomen. Shears made a snapping or crackling noise betweeen shear and cord connection. The cord was then changed but the noise in the shear continued. To correct the problem both cord and shear were replaced, but the same problem arose with the second shear and cord also.